Event description:
It was reported that the patient had symptoms of pocket stimulation. Upon interrogation, the right ventricular lead exhibited low impedance. Other electrical measurements were in range and stable. No intervention was performed. The patient would continue to be monitored.